Event description:
As reported, the distal release of 5x150 smart flex self-expanding stent (ses) was initiated, however, doctor reported great difficulty in releasing the stent in the pullback system. When attempting to release the stent, the system came loose. It was confirmed that the stent was deployed with the intended lesion. Only the stent shaft was removed from the patent. The patient was hospital discharged without any problems related to this procedure. This was during angioplasty after crossing the lesion in the femoropopliteal territory. A ballooning was performed to enlarge the lumen of the artery, and the result was satisfactory. The device was inspected and prepped per the instructions for use (IFU). As the doctor has been using cordis products for a long time. The device will be returned for evaluation. The guidewire lumen-separated was found during the product evaluation.

Manufacturer narrative:
E1 phone #: (B)(6). As reported, the distal release of 5x150 smart flex self-expanding stent (ses) was initiated, however, doctor reported great difficulty in releasing the stent in the pullback system. When attempting to release the stent, the system came loose. It was confirmed that the stent was deployed with the intended lesion. Only the stent shaft was removed from the patent. The patient was hospital discharged without any problems related to this procedure. This was during angioplasty after crossing the lesion in the femoropopliteal territory. A ballooning was performed to enlarge the lumen of the artery, and the result was satisfactory. The device was inspected and prepped per the instructions for use (IFU). As the doctor has been using cordis products for a long time. The device was returned for evaluation. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The stent was fully deployed and was not returned for analysis. The unit was thoroughly inspected observing a kink located approximately 28 cm from the proximal end. Also, a separated condition of the outer sheath from the hemostasis valve was observed located approximately 20 cm from the proximal end. A separated condition was observed on the wire lumen located approximately 16 cm from the distal tip. The hemostasis valve is closed. No other outstanding details were observed on the returned device. Functional testing could not be performed due to the fully deployed stent and the severely kinked and separated condition of the device. The separated edges of the outer sheath and the wire lumen were evaluated with a vision system observing that the separated material presented evidence of elongations on the edge. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. A ¿guidewire lumen (inner shaft) separated¿ condition was observed on the returned device for analysis. The stent had been fully deployed; the outer sheath was separated from the hemostasis valve and the inner lumen was returned separated from the delivery system. Although the reported ¿stent delivery system (sds) deployment difficulty¿ cannot be confirmed since the device was received with the stent already deployed, it is possible these findings may have contributed to the difficulties noted. The device analysis concluded that the delivery system was subjected to forces exceeding its material yield strength prior to the observed separation of the outer sheath and kinking. Elongations were evident on the edges of the separated outer sheath and inner shaft, indicating material tensile overload. Based on the available information, it is likely that handling, vessel characteristics, and procedural factors contributed to the events reported by the customer, as evidenced by the analysis findings. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available and the product analysis does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.